Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply. The system operates as intended.

Event description:
The customer reported that the system cannot raise the c-arm up or down. No pt injury was reported.